Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported that during a left sided pathway arrhythmia ablation procedure, the physician used a sl 1 introducer and brk-1 transseptal needle to obtain transseptal access. It was observed that the foramen ovale was very "stretchy" and when performing puncture, "tenting" of the septum was noted almost to the posterior wall of the la. After gaining left atrial access, the physician mapped the left atrium along the mitral vale annulus with a 4mm safire catheter. An echocardiogram was then performed which confirmed no pericardial effusion. After identifying a target area, rf energy was applied, with very little power being delivered. After several unsuccessful short low power rf delivery attempts, the physician decided to end the procedure. The physician requested another echocardiogram which revealed a pericardial effusion with build up near the posterior wall and left pulmonary veins. It was then determined by the physician that the perforation occurred while obtaining transseptal access, and that he may have been mapping in the pericardial space, hence the unusual low rf power. The physician did note that he had a left atrial pressure via the sl 1 introducer consistently while mapping and ablating. A pericardiocentesis was performed and approximately 150cc of blood was extracted. The pt was stable during the entire procedure and left the lab in stable condition. The pt reportedly remains in stable condition.